Event description:
Stapler was being used for thoracoscopic apical pulmonary bleb resection. Surgeon introduced the loaded instrument laparoscopically and positioned it to staple the bleb. Device failed to fire on first firing of instrument. The device was replaced with another and no injury to the patient was sustained.what was the original intended procedure?thoracoscopic apical pulmonary bleb resection.device #1is this a laboratory device or laboratory test?no.